Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the drive support cap was sticking out. Insulin was squirting out during manual prime. Device alarmed compromised force sensor system alarm. Customer's blood glucose was 203 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.